Manufacturer narrative:
Based on the current information provided, the cause of the unexpected universal surgical manipulator (usm) motion was likely external forces while the instrument clutch was activated. A field service engineer followed up with the site who confirmed that following the procedure, the system was restarted and tested by the robotics coordinator and a member of the biomedical engineering department. During testing with training instruments, the site was not able to recreate the issue. Additionally, there have been no additional reports of this issue recurring since the reported event date. Though system logs are unavailable for review, based on the reported problem and follow up information, it suggests the user canceled the guided tool change function by pressing the clutch button. This is also noted by the leds flashing blue rather than green.

Event description:
It was initially reported that during a da vinci assisted coronary artery bypass graft, universal surgical manipulator (usm) 4 was not working properly and the guided tool change (gtc) was not returning instruments to the previous stop point despite the no clutch button not being pressed. Additionally, the customer mentioned that a vessel was injured after an instrument was inserted, which caused bleeding and the need for a vessel to be clamped. The field service engineer (fse) followed up with the robotics coordinator (roco) shortly after the initial call. The roco explained that the system was being used in a different room than normal and the procedure was being performed by a third-party. The roco was able to communicate with the third-party or staff who indicated that when they removed an instrument, the leds were not flashing green but instead, solid blue. The roco and the biomedical engineering staff member indicated that the third-party staff advanced the instrument without the guided tool change (gtc) and advanced the instrument without observing the location of the instrument tip. The roco agreed to restart the system and confirm the gtc was functioning after the completion of the procedure. The roco indicated the third-party or staff did not seem aware the gtc had been disabled as noted by the led colors flashing blue. After the procedure, the roco and the biomedical engineering staff member reported that they were not able to recreate the issue after a system restart and the gtc function worked properly when testing on training instruments. During follow up, the bedside physician's assistant (pa) stated it is unclear if this error directly caused the vessel injury or if it was the other issues the staff had with positioning of the arms. Due to the patient's short stature, the ports were not spaced as far apart as they would have liked. The vessel was the left internal mammary artery (lima) that sustained an intimal injury which resulted in a hole in the vessel that was bleeding, and two clips were applied as a result. The estimated blood loss was not provided but, no blood transfusions were given and there are no future concerns for the patient. There were issues with all the arms not going back to the previous stop point and the leds were flashing solid blue during the exchange. The arms were exchanged with the clutch button as usual, and at the beginning of the case this was fine and turned green/went back to previous stop point, but then later the memory recall stopped working; nothing had changed from an assisting standpoint. There was nothing out of the ordinary noted with the system or instrument prior to or during use and no error messages were displayed occurred during the event. The pa believes the instrument not returning to the stop point was due to a machine error of some sort.